Event description:
Bed siderails would not latch. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review it was determined, that is a reportable event for siderail not latching. Replacement in line spring kit installed, which resolved the problem.